Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. Black box review shows no unusual prime warnings; no evidence of "load step malfunction" observed. The force sensor calibration reading is within specifications. Performed "ez-prime" operation successfully. The pump was opened: the oled and force sensor flex pins are intact, with no evidence of dislodging, and no defect found on the force sensor circuit.

Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that insulin would dispense into tubing during the load step. The patient reported the issue occurred on two occasions in past 5 weeks. She stated last time issue occurred was two weeks prior to contacting animas. The alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.